Event description:
On (B)(6), 2011 a doctor reported that a patient lost two (2) sybronpro tl implants approximately six (6) months after placement due to peri-implantitis, biomechanical overload, an adjacent infection, bruxism and trauma. This MDR is the first of two reports.